Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient had lack of effect since (B)(6) 2019, came to the doctor and was found to have no intestinal tube. Endoscopy was performed for intestinal tube insertion. During endoscopy, the physician found that there was an ulcer in the duodenum and the patient's intestinal tube insertion was postponed until after ulcer treatment. The patient's lcig treatment was interrupted and the patient was started on oral tablet drugs.